Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 05, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if the patient was reimplanted with a new device as of the date of this report. This report is submitted on july 14, 2022.